Event description:
The doctor was getting ready to treat his last patient of the day. When his patient sat on the center section of the table, the table collapsed and the patient fell to the floor. Patient was about (B)(6). The patient was not injured. None of the table top pieces were damaged or failed.

Manufacturer narrative:
Upon examination of the device, it was found that 6 out of the 8 bolts that secure the support bar into the bearing packs were missing. Based on the appearance of the remaining bolts and the eight threaded sockets having no signs of shear, it is likely that these bolts had either backed themselves out of their threaded sockets or had been removed at some point after the table was in use. It was determined that all of these bolts that secure the support bar into the bearing packs were present and properly tightened to dornier specifications at the time of manufacture. The cause of this failure is indeterminate. Dornier (B)(4) (the importer) is submitting the report on behalf of dornier (B)(4) (the manufacturer) per exemption number (B)(4).